Event description:
In 2004, surgeon was implanting 62 mm trabecular metal revision shell with (4 each) 6.5 mm bone screws, one of which kept screwing into the acetabulum. The surgeon was instructed to use the torque device on the screwdriver, which he did. The surgeon's attitude is good and the end result is great.